Manufacturer narrative:
The returned device was evaluated and fluid was observed leaking through a tear in the exposed portion of the soft cannula. It could not be determined when or how this damage occurred. No timeouts or drive stalls were seen in the download data. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient¿s blood glucose reached 300 mg/dl after wearing the pod for longer than 48 hours on the back. Hyperglycemia treated by patient activating new pod.